Event description:
The explanted lead and generator have been returned and are currently undergoing analysis. An implant card and a returned product form that indicated the reason for replacement was a lead discontinuity.

Event description:
Analysis of the patient's explanted lead and generator has been completed. The generator performed to specifications and no anomalies were found. The entire lead was not returned. Discontinuities were observed in both the positive and negative coils. The condition of the returned portion suggests that the discontinuities are related to patient manipulation and not a device failure. Pitting was present at the site of the fracture. An abraded opening was observed in the outer tubing however it did not penetrate the inner insulation. Dried body fluids were observed in the inner and outer tubing however no points of entry were observed other than the noted abraded opening and openings made during explant.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device.review of x-rays by the manufacturer revealed a gross lead discontinuity.device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns was now indicating high lead impedance. No trauma or manipulation has been reported. No adverse events have been reported. The patient's vns has been disabled as recommended in manufacturer labeling. X-rays have been taken and sent to the manufacturer for review. A gross lead fracture was observed on the x-ray images that is likely the cause of the high impedance. The lead pin appeared to be fully inserted. Surgery to replace the patient's lead and generator has occurred. Attempts for the return of the patient's explanted lead and generator are in progress.